Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional. Therefore; additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with juvéderm® volux¿ and juvéderm® ultra 2 three years ago. Approximately 5-6 months later, they experienced an abscesses on the cheeks. This record relates to juvéderm® volux¿. The patient has been treated for 2 years (injections with fat) without success. Symptoms has not resolved.

Event description:
Additional information reported patient experienced abscesses after 5 months after injection. They were treated with antibiotics for 4 days but it got worse after taking the antibiotics. Patient was at a hospital and the abscess was very big. CT scan excluded other diseases. Patient further reported after the next ophthalmological examinations where it was found to paralyze the internal muscles and paralysis of accommodation of the right eye. Symptoms has not resolved.